Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. Customer states they got a stuck button alarm and states they did not press a button down for 3 minutes or longer customer's blood glucose level was 200 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with fully functional keypad. Unit properly tested with displacement test and self test. No button error alarm noted upon testing.